Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.the omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient's father reported his child was brought to the hospital for high blood glucose levels which reached 24mmol/l (>432 mg/dl). Ketones were at 5.9. Father removed pod without deactivating it; gave a bolus; and didn't see insulin coming out of the cannula.

Manufacturer narrative:
The returned device was evaluated and an inspection of the underside of the reservoir revealed a puncture and evidence of an internal leak. Its root cause was determined to be a punctured reservoir. Qualification records were reviewed, and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."